Manufacturer narrative:
The customer reported that the needle had separated from the microtip. Visual inspection of the returned device (handpiece) confirmed the broken needle. The needle had separated at the braze joint which is the highest stress point along the length of the needle. There was no indication of damage to the sheath or contact with hard tissue. Due to the state in which the device was received functional testing could not be performed. The immediate cause is likely material fatigue associated with and/or being caused by use error. It is suspected that non-axial motion by the user contributed to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect.

Event description:
Per the reported information, while the doctor was performing a tenex procedure on the patient's left shoulder, the needle (tip of the handpiece) broke off and remained in the patient. The doctor removed the broken piece easily by hand without any complications. Another microtip was used to complete the procedure. There was no injury or harm to the patient caused by the failure.